Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition of white screen. Visual inspection also identified physical damage to the liquid crystal display (lcd) which contributed to the reported condition. Evaluation determined the cause to be physical damage to the lcd. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.